Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. A cystoscopy was performed, during which ureteral atrophy was identified. The device was explanted and replaced with a smaller cuff. No further patient complications were reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. A cystoscopy was performed, during which ureteral atrophy was identified. The device was explanted and replaced with a smaller cuff. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations of atrophy and urinary incontinence are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.